Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose levels were elevated as high as 30 mmol/l with nausea, vomiting, increased thirst, frequent urination, and fatigue. The reporter stated that the patient's health care professional attributed the blood glucose levels to not counting carbohydrate correctly and not bolusing enough to cover carbohydrate intake. The reporter indicated that the pump display screen was also heavily scratched making the display screen difficult to read; the reporter stated that the scratched display issue may have contributed to the event by the patient being unable to read the screen when programming a bolus. This report is made based on the allegation that the scratched display lens may have contributed to the patient's inadequate bolus delivery resulting in hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The scratched display screen is not likely to cause an adverse event because the issue is obvious and detectable to the user and should alert the user to discontinue use of the device. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.